Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the abdomen on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the sensor was removed and upon removal of the sensor, the patient experienced pain at the insertion site. The following day, the area was red and painful, and the patient contacted his physician and provided photos. The patient was referred to the emergency department (ed) for evaluation. By the time the patient arrived in the ed, the pain had increased, the area had become swollen and the area of redness had increased to approximately 10-inches in diameter. The patient was evaluated, an ultrasound was performed and confirmed an abscess filled with fluid and pus. The abscess was incised, drained, and the patient was admitted to the hospital and given antibiotics via intravenous (IV) therapy. The patient was discharged on (B)(6) 2020 and continued to receive dressing changes by home health nurses. At the time of report, the patient¿s skin reaction was healing. No additional patient or event information is available.